Event description:
The rptr stated that meter to lab comparison tests were done. Meter reading was given as 84 mg/dl, and the lab test result as 47 mg/dl. The rptr did not have any symptoms. Both tests were stated as from venous samples, within 10 minutes. Rptr stated that alcohol was used to clean meter. Unknown if the rptr had fully inserted the test strip. It was stated that the test strip did not have a color reaction. Retesting with new strips, a control test was in range. Followup attempts to reach rptr for more information have not been successful. No harm was alleged.